Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that on their right side of their mouth the top molars sit a bit forward of the lower molars when biting down and on the left side the top and bottom molars sit even when biting down. Patient provided bite videos that shows there is a posterior open bite present. Patient will do a 2-week rest period.